Event description:
The pump was received at a covidien service center. Upon the evaluation of the pump, it was found that the battery wiring is burnt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.